Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope had an acoustic lens that was damaged, the damage level reached to the glue-layer. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation: the most probable cause of the additional failure(s) was traced to component failure indicating expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.